Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "left implant jammed, the capsule is less rough, a rupture on the anterior surface occurred when the capsule was opened". The device has been explanted.